Manufacturer narrative:
(B)(6). Date of implant: (B)(6) 2012. Visual inspection, device history review, complaint history review, risk assessment. The device was inspected and it was found returned in 2 pieces. No relevant manufacturing issues were identified as all units met stryker specifications. The most likely cause of the reported event is the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that after 6 months from the date of the last rod lengthening surgery the growing connector has been broken. Surgeon did a revision surgery and replaced the item with a non-stryker product. Surgeon's opinion - fracture is caused by fatigue.

Event description:
It was reported that after 6 months from the date of the last rod lengthening surgery the growing connector has been broken. Surgeon did a revision surgery and replaced the item with a non-stryker product. Surgeon's opinion - fracture is caused by fatigue.